Event description:
The user facility reported an 86-year-old male patient was implanted with an impella cp for mechanical circulatory support. It was reported that the impella access site suddenly developed a hematoma. The hematoma was expressed and manual pressure was held. Sutures were removed for replacement to change angle matching to help control bleeding. However, bleeding would not stop. As a result, the device was weaned and explanted. Manual pressure was then held and then femstop was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ for access site bleeding, it ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.